Manufacturer narrative:
Concomitant products: product ID: 39565-30 , serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt explained they need the MRI of his back for a pinched nerve that's on the other side of the body, opposite to the ins. Pt stated they haven't been able to use the stimulator for 12/13 years because it wasn't installed correctly. Pt reported he didn't use the ins because he experienced shocking when he moved. Pt reported ins battery is dead. Pt also inquired CT compatibility which was reviewed. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.